Manufacturer narrative:
Manufacturer narrative: rotation, secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A presentation titled "po736 accuracy of vector calculation in postoperative rotational adjustment of toric implantable collamer lens" indicated through a study to explore a refractive correction strategy based on vector calculation for ticl rotation, providing precise and personalized treatment plans for clinical practice. In this study it notes 16 eyes experienced lens rotation/repositioning. Some eyes were adjusted back to the original planned axis, while some eyes were newly calculated axis. The article concludes that vector calculation can accurately quantify refractive changes caused by ticl rotation and guide the design of lens repositioning strategies.